Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2005-(B)(6), product typ extension, product ID 3093-28, lot# j0437154v, implanted: 2005-(B)(6), product typ lead, product ID 3031a, serial# (B)(4), implanted: 2005-(B)(6), product typ programmer, (B)(4).

Event description:
It was reported that the patient was hospitalized for a neurological evaluation and was scheduled to have their urologist check the battery level of the implantable neurostimulator (ins) system. It was unclear if the ins was related to the hospitalization. Additional information was requested but was not available at the time of this report.